Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to removal the hernia mesh, lysis adhesions and perform an abdominal washout", however a specific device failure or reason for explant has been alleged. The sample was not returned for evaluation and medical records are not available at this time. In addition, the information provided alleges that post explant the patient "underwent additional surgery to lysis adhesions, drain an abdominal abscess, place a wound vac and perform a recurrence repair". Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.`

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2003: the patient underwent surgery for repair of a ventral incisional hernia. A bard/davol marlex, reference number (B)(4), lot number 43dnd460 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to removal the hernia mesh, lysis adhesions and perform an abdominal washout. On (B)(6) 2015: the patient underwent an additional surgery to lysis adhesions, place a wound vac, perform an abdominal washout and an ileostomy revision. On (B)(6) 2016: the patient underwent an additional surgery to lysis adhesions, drain an abdominal abscess, place a wound vac and perform a recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent surgery for repair of a ventral incisional hernia. A bard/davol marlex, reference number (B)(4), lot number 43dnd460 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to removal the hernia mesh, lysis adhesions and perform an abdominal washout. (B)(6) 2015: the patient underwent an additional surgery to lysis adhesions, place a wound vac, perform an abdominal washout and an ileostomy revision. (B)(6) 2016: the patient underwent an additional surgery to lysis adhesions, drain an abdominal abscess, place a wound vac and perform a recurrence repair. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with ventral incisional hernia thereby underwent repair with implant of bard flat mesh (device #1). (Note: there was no operative notes provided). (B)(6) 2015 - patient was diagnosed with severe abdominal pain, sepsis, recurrent incisional hernia with equivocal findings of strangulation and perforation thereby underwent exploratory laparotomy with explant of bard flat mesh (device #1) and transverse colectomy. Per operative notes, ¿the old mesh (device #1) underlying hernia sac containing incarcerated, strangulated colon was encountered. The hernia sac was complex containing omentum and a loop of necrotic transverse colon. The fascial defect was enlarged superiorly and inferiorly to achieve reduction. Extensive lysis of adhesions was performed and a large subacute/chronic abscess cavity was encountered. The old mesh (device #1) was removed in its entirety. A diverting loop ileostomy was then created in the right lower quadrant.¿ (B)(6) 2015 - patient was diagnosed with perforated afferent limb of loop ileostomy at the fascial level thereby underwent repair. (B)(6) 2016 - patient visited hospital for loop ileostomy closure. (B)(6) 2016 - patient was diagnosed with parastomal hernia thereby underwent open repair with placement of xenmatrix (device #2). Per operative notes, ¿the hernia defect was found in the plane between the scar tissue and the intestines, adhesions were lysed and the loop of bowel was freed up. There was a parastomal hernia and there was dense inflammation noted in the right side of the abdomen. There was purulent necrotic material. A piece of xenmatrix (device #2) was placed over the fascia.¿ (B)(6) 2016 to (B)(6) 2017 - patient had multiple hospital visits for minimal abdominal pain and infection thereby treated with antibiotics. Attorney alleges that the patient had abscess, adhesions, infections, bowel obstruction, bowel perforation, hernia recurrence, pain and emotional injuries. It was also alleged that the patient had removal surgery, abdominal washout, ileostomy revision and vac placement.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to removal the hernia mesh, lysis adhesions and perform an abdominal washout", however a specific device failure or reason for explant has been alleged. The sample was not returned for evaluation and medical records are not available at this time. In addition, the information provided alleges that post explant the patient "underwent additional surgery to lysis adhesions, drain an abdominal abscess, place a wound vac and perform a recurrence repair". Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 12 years 4 months post implant of bard flat mesh, patient was diagnosed with sepsis, bowel perforation, hernia recurrence, abscess, adhesions and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents bard flat mesh (device #1). An additional emdr was submitted to represent xenmatrix (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.